Manufacturer narrative:
On 3/14/19, it was reported to mentor that the manufacturing record evaluation (mre) was performed for the finished device number 234081, and no non-conformances related to the reported complaint condition were identified. Manufacturing date is 10/1/2001 and sterilization expiration date is 10/31/2005. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor siltex contour profile moderate 275cc, catalog number 3542912, lot 234081. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor siltex contour profile moderate 275cc and experienced deflation on the right breast implant. As a result, the patient had undergone removal and replacement with saline mentor siltex contour profile moderate 350cc breast implants on (B)(6) 2010.